Manufacturer narrative:
The reported event of lead not capturing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the rv lead was not capturing in a non-dependent patient. On (B)(6) 2019, the rv lead was explanted and replaced due to high pacing thresholds. There were no patient consequences.